Event description:
It was reported that emmett foley catheters were being removed from stock. Their surgeons use these very often, especially when they are doing transurethral resection of the prostate (turp). These procedures can be very long, and they were very vascular. These patients leave the operating room with a foley in place, and they are getting continuous fluids through their foley in post anesthesia care unit and they go home with a foley as well. The emmett catheters have more eyelets on the tip of the catheter which help their patients' bladders drain and in hopes, not clot off the catheter with blood. If the catheter does clot off, they could end back in the operating room for a clot evacuation. They hope this helped and they were able to keep these catheters here in the operating room.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "low latex modulus". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; 15cc balloon: use 20ml sterile water; 20cc balloon: use 25ml sterile water; 30cc balloon: use 35ml sterile water; 40cc balloon: use 45ml sterile water; 75cc balloon: use 80ml sterile water; do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that emmett foley catheters were being removed from stock. Their surgeons use these very often, especially when they are doing transurethral resection of the prostate (turp). These procedures can be very long, and they were very vascular. These patients leave the operating room with a foley in place, and they are getting continuous fluids through their foley in post anesthesia care unit and they go home with a foley as well. The emmett catheters have more eyelets on the tip of the catheter which help their patients' bladders drain and in hopes, not clot off the catheter with blood. If the catheter does clot off, they could end back in the operating room for a clot evacuation. They hope this helped and they were able to keep these catheters here in the operating room.